Event description:
Surgeon was attempting to insert a product called "I-stent" (trabecular micro-bypass stent) manufactured by glaukos. This device is indicated in pts with mild to moderate glaucoma. The surgeon was trying to reposition the device and inadvertently caused the iris of the eye to be removed. This is not a known complication of this device. This product was recently approved by the FDA. The surgeon received training on its usage by the company in the way of on-line modules and a wet lab. The glaukos representative was on site during this procedure. The pt does have eyesight and should eventually regain 20/20 vision according to the surgeon.